Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific bg levels or event dates were provided. During follow-up contact with customer on 05/05/2016, customer reported that they were no longer experiencing elevated bg levels. Although requested by tandem technical support, customer declined to conduct troubleshooting for the pump or provide any additional information. Customer indicated that they will call tandem technical support for any needed future assistance.